Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted as of this time. A call was placed to technical services on 05/07/2018 stating that a lead safety switch occurred due to high out-of-range pacing impedance measurement greater than 2000 ohms detected on this lead. The patient is 50 percent paced. Oversensing with unipolar sensing was also noted. The following physician was dr. (B)(6) and the event occured at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).